Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the reportable finding in section b5 the following findings were also discovered; the play of right/left knob was out of the standard value due to wear of angle wire, the insulation resistance value at distal end did not meet the standard value due to a scratch on the plastic distal end cover, switch one and two did not work due to a cut on switch cable, the nozzle was shaved, water removal ability did not meet the standard value due to clogging of nozzle, the connecting tube has a wrinkle, the light guide lens had a crack, the plastic distal end cover had a dent, the specified resolving power was not obtained due to damage on charged coupled device unit, the adhesive on the bending section cover was detached, the image had black dots due to damage on the charged coupled device unit, the image had shadows due to damage on the charged coupled device unit, there was damage of the insertion tube, the play of up/down knob was out of the standard value due to wear of angle wire, the connecting tube had a buckling, the universal cord was deformed, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope insertion tube was wrinkled. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the foreign material was identified, olympus requested additional information regarding the customer's reprocessing practices. The local olympus site reported the customer was trained to clean, disinfect, and sterilize the device in accordance with device instructions. The local olympus site could not confirm whether the last reprocessing was performed by a trained technician as the customer's usual technician was not available. It was noted that the technician used was not cleaning the scope properly from the bending tube side. Therefore, it is likely the material may not have been removed due to improper reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization procedures. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there may have been deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.